Event description:
The event was reported via the excellent study; the 67-year-old male patient with a history of congestive heart failure, hyperlipidemia, and hypertension, presented with an unwitnessed non-wake-up stroke on an unknown date/time. The patient presented with the first symptoms on (B)(6) 2022. The patient first presented to the hospital on (B)(6) 2022 with an nihss score of 2, and a modified rankin scale (mrs) score of 0. The suspected origin of the embolism was large-artery disease (cervical atherosclerosis). Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The patient underwent an endovascular mechanical thrombectomy of a right internal carotid artery occlusion on (B)(6) 2022 and experienced a subarachnoid hemorrhage (sah) on the same date. The principal investigator assessed this event as mild in severity, not related to the study device, but probably related to the primary procedure. The patient recovered and the event was resolved on (B)(6) 2022. The index mechanical thrombectomy procedure was performed via femoral access. The cerenovus neuro-thrombectomy device was used as the first line of treatment. A proximal carotid atherosclerotic lesion angioplasty and proximal carotid atherosclerotic lesion stenting were performed after the first thrombectomy pass. The pre-pass mtici score was 0. The first pass was made using a direct contact aspiration device alone; the first pass was made in the right internal carotid artery (ica). The second pass was made in the right m2 segment of the middle cerebral artery (mca). An unknown stent retriever and the double stent retriever technique were used. The intermediate catheter / aspiration device used during the first two passes was a 132cm embovac 71 aspiration catheter (ic71132ca / 30582691). A fubuki long sheath (asahi-intecc) was also used. The modified treatment in cerebral infarction (mtici) score of 2a was achieved with the first two passes with clot retrieval on the first pass and no clot retrieval on the second pass. The third pass was made using a 6mm x 40mm aperio® hybrid thrombectomy device (acandis) in the right m2 segment of the mca. The double stent retriever technique was used. The previous device was changed due to the vessel size and anatomical challenges. An unspecified guidewire and a headway® 21 microcatheter (microvention) was used. The 132cm embovac 71 aspiration catheter (ic71132ca / 30582691) was also used; the mtici after the third pass was 3 with no clot retrieval. No further passes were made.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the event was reported via the excellent study; the 67-year-old male patient with a history of congestive heart failure, hyperlipidemia, and hypertension, presented with an unwitnessed non-wake-up stroke on an unknown date/time. The patient presented with the first symptoms on (B)(6) 2022. The patient first presented to the hospital on (B)(6) 2022 with an nihss score of 2, and a modified rankin scale (mrs) score of 0. The suspected origin of the embolism was large-artery disease (cervical atherosclerosis). Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The patient underwent an endovascular mechanical thrombectomy of a right internal carotid artery occlusion on 14-nov-2022 and experienced a subarachnoid hemorrhage (sah) on the same date. The principal investigator assessed this event as mild in severity, not related to the study device, but probably related to the primary procedure. The patient recovered and the event was resolved on (B)(6) 2022. The index mechanical thrombectomy procedure was performed via femoral access. The cerenovus neuro-thrombectomy device was used as the first line of treatment. A proximal carotid atherosclerotic lesion angioplasty and proximal carotid atherosclerotic lesion stenting were performed after the first thrombectomy pass. The pre-pass mtici score was 0. The first pass was made using a direct contact aspiration device alone; the first pass was made in the right internal carotid artery (ica). The second pass was made in the right m2 segment of the middle cerebral artery (mca). An unknown stent retriever and the double stent retriever technique were used. The intermediate catheter / aspiration device used during the first two passes was a 132cm embovac 71 aspiration catheter (ic71132ca / 30582691). A fubuki long sheath (asahi-intecc) was also used. The modified treatment in cerebral infarction (mtici) score of 2a was achieved with the first two passes with clot retrieval on the first pass and no clot retrieval on the second pass. The third pass was made using a 6mm x 40mm aperio® hybrid thrombectomy device (acandis) in the right m2 segment of the mca. The double stent retriever technique was used. The previous device was changed due to the vessel size and anatomical challenges. An unspecified guidewire and a headway® 21 microcatheter (microvention) was used. The 132cm embovac 71 aspiration catheter (ic71132ca / 30582691) was also used; the mtici after the third pass was 3 with no clot retrieval. No further passes were made. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30582691) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Hemorrhage is a known potential complication associated with the use of the embovac aspiration catheter and is mentioned in the instructions for use (IFU) as such. Per the information provided, the device performed as intended, and no new patient consequences have occurred related to the use of the device. The principal investigator assessed this event as not related to the embotrap device or the large bore catheter, but probably related to the primary procedure. However, the event occurred on the same day as the procedural use of the device and the relationship of the embovac device to the reported event cannot be excluded. Therefore, this event is considered serious and MDR reportable. The file will be re-reviewed if additional information is received at a later date. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 18-dec-2022. [Additional information]: on 18-dec-2022, responses to additional information was received. The information indicated that the subarachnoid haemorrhage (sah) occurred intra-procedure. The procedure did not employ double retriever technique. Per the information, there was no thromboembolism from the internal carotid artery (ica) in terms of embolization to new territory (ent) nor distal thromboembolism (edt). The sah had no sequelae and never led to any clinical deterioration. Hemorrhage is a known potential complication associated with the use of the embovac aspiration catheter and is mentioned in the instructions for use (IFU) as such. Per the information provided, the device performed as intended, and no new patient consequences have occurred related to the use of the device. The principal investigator assessed this event as not related to the embotrap device or the large bore catheter, but probably related to the primary procedure. However, the event occurred on the same day as the procedural use of the device and the relationship of the embovac device to the reported event cannot be excluded. Therefore, this event is considered serious and MDR reportable. The file will be re-reviewed if additional information is received at a later date. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.